Event description:
Pt became asystolic, no monitor alarm, no recording of arrhythmia, nothing found in the memory of the module. No delay of treatment. Software upgrade done approximately one year ago for the same problem.

Event description:
Add'l info rec'd from MFR 5/11/04: spacelabs medical has evaluated the report and was unable to confirm any failure or malfunction of the incident equipment. The info received from the account was incomplete and, in part, contradictory, making a detailed evaluation not possible. Based on evaluation, MFR feels that the most likely scenario is that the user had turned off the alarms prior to the alleged event or had them configured such that they were not exceeded. A review of MFR's database did not reveal any other similar reports from this product. If any further info becomes available. MFR will reopen the investigation as warranted. At this time co considers the investigation closed.